Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the vascular access was obtained via the femoral artery. The left anterior descending artery had severe calcification. The balloon catheter was inflated 4 or 5 times at a nominal pressure of 3-5 atms for about 20 seconds for each inflation. On the fourth inflation, the balloon ruptured at 16-17 atms after being inflated for 3 seconds. The device was removed from the patient intact.

Event description:
It was reported that during a coronary treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). This nc quantum apex mr 15mm x 3.50mm balloon catheter was selected for post dilation. The balloon was inflated three times without complications. On the fourth inflation, the balloon ruptured. The device was removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.